Event description:
It was reported that a guide wire coating detachment occurred. The 80-90% stenosed target lesion was located in a moderately tortuous and heavily calcified small vessel below the knee. During withdrawal of the v-14¿ controlwire, coating on the tip detached and remained in the patient. The physician attempted to remove the detached coating, however this was unsuccessful. The procedure was completed with another of the same device. Observation of the patient will continue. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - examination of the device revealed that the distal end was kinked at 295.5cm approx. From the proximal end to distal end; and the distal tip partially detached (0.4cm approx.) Exposing the corewire tip. Evidence of corewire fracture was not found. All the outer diameter (od) measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire coating detachment occurred. The 80-90% stenosed target lesion was located in a moderately tortuous and heavily calcified small vessel below the knee. During withdrawal of the v-14 controlwire, coating on the tip detached and remained in the patient. The physician attempted to remove the detached coating, however this was unsuccessful. The procedure was completed with another of the same device. Observation of the patient will continue. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).